Manufacturer narrative:
Follow-up # 1 07/06/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2011 with the following findings: the down button was found to be intermittently responding to presses. The keypad was removed and the down button contact was inverted.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Per the distributor, it was reported that the down button has stopped working.